Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted date of this report under b4 and date received by manufacturer under g3. Additional information - this MDR is being submitted to include the below: b4: date of this report. G3: date received by manufacturer.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported by patient's mother that her child faced bent cannula event on 23-jan-2025. The infusion set was used for two days, and site was patient's abdomen. The blood glucose level of the patient was 29 mmol/l and ketones were 5.9 mmol/l. Also, the patient was dizzy, weak, was nauseated. Therefore, the patient was hospitalized on (B)(6) 2025 for less than twenty-four hours. During hospitalization, the patient was treated with intravenous fluid. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6), patient country:australia.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted with the manufacturing report number: 8021545-2025-00263 for complaint ID: (B)(4) sent on 15-oct-2025. This MDR is now being submitted to correct the complaint ID associated with the MFR number: 8021545-2025-00262, which is complaint ID: (B)(4). The initial MDR with manufacturing report number: (8021545-2024-00262), was submitted on 01-mar-2025. Upon completion of the investigation, the manufacturing date was updated as 16-jul-2024. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6007873, in question was manufactured at the osted site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007873". The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot: 6007873 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 16-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.